Event description:
Additional information received indicated the patient also experienced an event of transient hypotension on the day of the index procedure. The patient was treated with medication and the event resolved the same day. The investigator assessed the hypotension event as possibly related to the carotid wallstents and unrelated to the filterwire ez.

Event description:
Same case as MFR report #: 2134265-2009-03271, -03272. Clinical trial. It was reported that during a carotid artery stenting procedure, the stent migrated and the patient experienced pain post procedure. The index procedure treated the 80% stenosed, 7.9x15mm lesion of the left proximal internal carotid artery. Treatment consisted of placement of a filterwire ez and placement of a 10x24mm carotid wallstent. The 10x24mm stent deployed successfully, but the stent migrated from the intended location. A second 10x31mm carotid wallstent was placed to cover the lesion and post dilation was performed resulting in 2% residual stenosis. Post procedure, the patient experienced neck and jaw pain. The patient was treated with morphine and the event was resolved. The patient was discharged one day post procedure. The investigator assessed the patient's pain, as possibly related to the filterwire ez and highly probable to the carotid wallstents.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4)